Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hosp personnel that the pt had a percutaneous lead infection that was treated with antibiotics according to standard protocol and could not be resolved. The pt had mild hemolysis according to progress notes. A decision was made to exchange the lvad pump with another lvad pump. It was noted that after the lvad exchange, the pt was doing well and preparing for discharge. The MFR received add'l info 17 days later confirming that the pt is still recovering in the hosp. The infection had not entered the pump pocket. The pt is receiving blood for undisclosed reason.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.